Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon advised of gas leaking from the universal seal of the devices. This occurred when using a 5mm device in the port and putting considerable torque on the trocar. The surgeon used a hand assisted approach and inserted his hand directly into the patient through a direct incision. This lead to significant leaking throughout the case. The surgeon was advised to twist the trocar around so that the torque was placed against the solid parts of the trocar head and not against where the trocar head attaches to the cannula. This helped but there was still leaking detected. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Weld failure in top cover of alternating pressure mattress.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe the returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.